Event description:
The customer reported via phone call that the insulin pump is alarming off no power and shutting off without a low battery alert. Customer stated that the problem repeats every few days. The battery cap is not damaged and customer uses the recommended battery type. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to verify the off no power without low battery alarm due to blank display. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.